Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative (rep) was with patient who had 2 intellis ins's. The patient reported on (B)(6) 2017, the ins was replaced and they attempted to replace the leads due to coverage issues, but unsuccessful due too much scar tissue. They did remove one lead, and kept the other one implanted. Since this time the patient has not maintained his ins due to little to no therapy benefit. Manufacturer's records indicates the ins replacement was in 2018, and caller confirmed the patient is most likely confused and it was (B)(6) 2018.